Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the devices were reviewed by depuy engineering melbourne in a-2784021 stating my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
22 instruments from loan kit picture list zzinauh0410 - quickset graters 36-57: during case, acetabular reamers were polishing the acetabulum rather than removing bone. Surgeon reported reamers were not sharp enough and would need replacement or sharpening. Surgery time was increased by about 3-5 minutes, no adverse outcome expected. It was the patients left hip. Solution was to use even reamers and slowly ream up. Reamers isolated by the hospital ready for return in cssd labeled depuy blunt reamers.